Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, the complete insertable cardiac monitor (icm) was confirmed to have been returned for analysis. Visual inspection noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations of noisy signals and device sensing issue.

Event description:
It was reported that this insertable cardiac monitor (icm) exhibited noise on the presenting subcutaneous echocardiogram (s-ECG). Reportedly, the patient also has a subcutaneous implantable cardioverter defibrillator (s-ICD) implanted, and they are not sure if it is interfering with the icm. Boston scientific technical services (ts) discussed that there is another case in which the patient's daughter called to ask about using functional electrical stimulation device on the patient's arm to aid in recovery from a stroke and ts advised it is not recommended due to the patient having a s-ICD. There is no plan to reposition the icm at tis time. The device remains in service. No adverse patient effects were reported. The product was returned for analysis, however, there is no cause for the device explant at this time. Additional information provided indicates the icm was explanted along with the s-ICD. The new device implanted has atrial fibrillation (af) monitor, therefore the icm is no longer required. Reportedly, the icm was also explanted due to sensing issues. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) exhibited noise on the presenting subcutaneous echocardiogram (s-ECG). Reportedly, the patient also has a subcutaneous implantable cardioverter defibrillator (s-ICD) implanted, and they are not sure if it is interfering with the icm. Boston scientific technical services (ts) discussed that there is another case in which the patient's daughter called to ask about using functional electrical stimulation device on the patient's arm to aid in recovery from a stroke and ts advised it is not recommended due to the patient having a s-ICD. There is no plan to reposition the icm at tis time. The device remains in service. No adverse patient effects were reported. The product was returned for analysis, however, there is no cause for the device explant at this time. Additional information provided indicates the icm was explanted along with the s-ICD. The new device implanted has atrial fibrillation (af) monitor, therefore the icm is no longer required. Reportedly, the icm was also explanted due to sensing issues. No additional adverse patient effects were reported.